Event description:
A discordant falsely low parathyroid hormone (pth) result was obtained with one patient sample on an immulite 2000 analyzer. The same patient sample was re-tested on a different system and that pth result obtained did not match the initial result. There is no known report of adverse health consequences or patient intervention due to the discordant falsely low pth.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc) about this event. The customer inquired about the difference between methodology assay characteristics for the immulite 2000 analyzer versus another system. The cause of the discordant pth result is unknown and no conclusions can be drawn as to what caused the discordant pth result. The instrument is performing according to specifications. No further evaluation of the system is required.